Event description:
Procedure: lower anterior resection. Reportedly, the surgeon applied the instrument on the vessels and activated the device; however, the seal was still bleeding after the completion of the rhe cycle. The staff heard a beep, closed the generator, reopened it, changed electrodes, and it still was not functioning. They opened another package of electrodes and the device worked fine. No reported injury.